Event description:
It was reported that 1 week post implant, the right atrial lead was displaying far field r-wave oversensing. The post ventricular atrial blanking was adjusted which resolved the oversensing. The leads remain in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.